Event description:
It was reported that stent partially expanded occurred. A 10x60x75mm epic vascular stent was inserted and deployed to treat the lesion. However, during procedure, the stent did not fully expand at distal end. The device has ended up being pinched on the end even after it was ballooned. The procedure was completed with no further patient complications reported.